Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that technical error 33 (te33) that indicates communication error, occurred on the device. The device failed to meet its specifications, it is unknown if it has been used at the time of the event. There have been no adverse event sustained as a result of the issue. The technician checked the unit and conducted that control printed circuit board (pcb) needs to be replaced to resolve the issue. The customer decided not to repair the unit. If the suspected fault condition occurs during startup, the reported start-up error code will be generated and ventilation cannot be started. If the fault appears during ventilation, ventilation may stop and audiovisual alarms will be generated. The root cause to the reported issue has not been determined.

Event description:
It was reported that the ventilator generated a technical error code indicating a communication error. There was no patient harm. Manufacturer's ref. #: (B)(4).